Event description:
The hospital reported that they received a letter from a patient that alleged a burn during a procedure in (B) (6) 2008. During the radio frequency ablation procedure, the surgeon had noted a high temperature alert and a possible injury to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Soon after the procedure, a sales specialist (dealer) was called and a functional test was performed at the hospital with the presence of two surgeons and two other people from the hospital. The generator was set at the maximum power using the same needle used during surgical procedure on bovine liver as the tissue sample. No abnormalities were found. The needle was thrown away. The generator has continued to be used during subsequent procedures. Following the patient's recent complaint to the hospital, technical service in (B) (4) was called and tested the generator. The testing found the generator to be operating within its specified parameters.